Event description:
Additional information received from a healthcare provider (hcp) indicated that they were still waiting on doctor to fill out some paperwork. They were going to send the device back after that was complete. The hcp further mentioned that the device was removed on (B)(6) 2016 because the patient did not want the stimulator anymore. There were no problems with the device and there were no adverse reactions. This information contradicts the information initially received about the patient having problems with the system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had their system removed because they were having problems with it. There were no further details known. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.